Event description:
It was reported that the ilet device¿s touchscreen was cracked, with the patient unsure how or when the damage occurred, and the device reportedly remained usable without generating alerts. Symptoms included no injury. Outcomes included a device replacement and planned return of the original device. Investigation included review of complaint details and logistics for replacement and return. Investigation of this case revealed physical damage localized to the touchscreen. It was concluded that the event involved a damaged device component without patient harm and required device replacement.